Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. The rate/sense negative gore was bunched in a few placed and the lead body was curled. It appeared that the lead was pulled with force likely during the explant procedure. The lead was found to be electrically continuous. The clinical observation of perforation was unable to be reproduced.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited perforation one day post implantation. The patient was not feeling well after implant and an x-ray was performed which confirmed the perforation. The patient was immediately transferred to a different hospital for a revision procedure. No further information has been made available regarding the status of this product.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been provided that this patient underwent a revision procedure and this rv lead was explanted and successfully replaced. No further complications were reported.